Manufacturer narrative:
Unit received with high currents due to corroded battery tube. Unit received with a64 alarm and unable to communicate with meter or upload to carelink pro, problem isolated to rf board. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump cannot communicate with the meter. Customer's blood glucose was 237 mg/dl at the time of incident. Troubleshooting found that this is the second meter that cannot communicate with the customer's insulin pump. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.